Manufacturer narrative:
(B)(4). See also MDR # 9680794-2017-00042. Teleflex received the device for analysis. The reported complaint of "fracture of the dilator" is confirmed. Upon inspection, the dilator hub was returned unattached to the dilator body, and the dilator tip was noted damaged. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the root cause. Teleflex assessed the risk for the reported complaint and there are no new or revised risks. Other remarks:

Event description:
The customer alleges that during the angioplasty procedure, after puncture and passage of the guidewire, an attempt was made to introduce the introducer and dilator assembly. A fracture of the dilator occurred. No patient complications. No delay in the procedure.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during the angioplasty procedure, after puncture and passage of the guidewire, an attempt was made to introduce the introducer and dilator assembly. A fracture of the dilator occurred. No patient complications. No delay in the procedure.